Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration (may-2015). Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, a 32mm amplatzer septal occluder (aso) was successfully implanted on (B)(6) 2012 as confirmed by endoscopy and echocardiography. During a d+1 echocardiography on january 12, the aso was found embolized in the right ventricle. The patient was referred for surgery the same day at which time the aso was explanted.

Manufacturer narrative:
Review of the images (medical records were not provided) by aga's medical consultant resulted in the following findings: the first cd contained a still image showing the total septal length in 4-chamber view (5.32cm); a still image of the asd diameter in bi-caval view (2.6cm); and still images of balloon-sizing in caval and short-axis views, 3.25 and 3.1cm respectively. The avis showed measurements of the asd in 4-chamber view and an avi of the embolized device in the right ventricle. No echo images showing device placement or rim assessment provided. All still images stemmed from tte scans. The second cd contained a tte showing a large device impinging upon the mitral and tricuspid valves with trace mitral regurgitation and tricuspid regurgitation. There was one tee avi in 165 degrees showing a large device in the atrial septum. According to aga's medical consultant and based on the limited information provided, the follow conclusions were drawn: it appears the rims toward the pulmonary veins (plus the posterior rim) were deficient with the possibility of extension of the posterior rim deficiency into the ivc rim. Device embolization into the right ventricle is strongly suggestive of posterior and ivc rim deficiency. This occurs even when the device is oversized and in this case the device appeared oversized. This defect did not appear to be suitable for device closure as the edges of the device were too close to the av valve rims. No valuable information was provided, therefore, the definitive cause of embolization could not be deduced.